Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged the pump stopped during rewind, and the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2019 with the following findings: a review of the pump black box and alarm history showed a cs 078 call service alarm. The pump rewind, load and prime steps were performed successfully. No rewind issues were observed. The pump¿s cover was removed and unrelated to the complaint, moisture corrosion was found near the motor flex connector. The complaint of a rewind issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.